Event description:
Information was received indicating that this extension set exhibited leakage at the filter. It was noted that there was a hole in the filter. No adverse patient effects were reported.